Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
It was reported that the stem for the 8" shock fork assembly on an unknown storm power chair is loose, causing the chair to wobble when in drive.